Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable. There is no information to suggest that the lens was explanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) was stuck in the preloaded device. The doctor was able to pry it out without having to change it. It is unknown if a small piece off the end broke, or if the doctor was able to completely get it unstuck. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed, as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed, and no deviations or discrepancies were found, during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed, that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.